Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The root cause was attributed to a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the tenaculum forceps (part# 470207-10 / lot# n10190613 / sequence# 0059) associated with this event has been performed. Per this review of the logs, the instrument was last used on (B)(6) 2021 on system serial# (B)(4) with 1 use remaining. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged event reported on this record. No image or video clip for the reported event was submitted for review. Based on the additional information obtained from failure analysis investigations, this complaint is being classified as a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable or not provided. The expiration date is not applicable. Implant date is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, one of the wires of the tenaculum forceps had popped out at the tip. A backup same instrument was used to complete the procedure with no patient harm. Per subsequent follow-up with the da vinci coordinator on (B)(6) 2021, she stated that there was no fragment fell into the patient that occurred during the procedure. No photographic images or video recording is available for review. The instrument was able to be used throughout the surgery. The customer could not give any further information at this time and therefore, the patient-related information was not available.